Event description:
The injected dye leaks from port. The band port appears to be disconnected from the tubing. Surgery to replace access port has occurred. Follow up findings: leakage at or near tubing connector.

Event description:
The injected dye leaks from port. The band port appears to be disconnected from the tubing. Surgery to replace access port has occurred.